Event description:
It was reported one of the patients leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing lead was explanted and replaced. Investigation was unable to determine which lead had migrated.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119191.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.